Event description:
It was reported that a patient advocate called boston scientific remote monitoring as the patient did not receive a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD), when they believed a shock should have been delivered. The patient advocate was instructed to refer the patient to their healthcare clinic for assessment. Upon review of the remote data, it was determined that this s-ICD had declared a battery depletion (bd) alert. The physician assessed the device data and there were no arrhythmias that could have been the cause of the patient's allegation of lack of shock therapy; it was noted that the patient had been hospitalized earlier in the month due to vasovagal syncope, which could have been the cause of the patient's symptoms. A replacement procedure has been scheduled to replace the device due to the bd alert, but this has not yet occurred. At the time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a patient advocate called boston scientific remote monitoring as the patient did not receive a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD), when they believed a shock should have been delivered. The patient advocate was instructed to refer the patient to their healthcare clinic for assessment. Upon review of the remote data, it was determined that this s-ICD had declared a battery depletion (bd) alert. The physician assessed the device data and there were no arrhythmias that could have been the cause of the patient's allegation of lack of shock therapy; it was noted that the patient had been hospitalized earlier in the month due to vasovagal syncope, which could have been the cause of the patient's symptoms. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. The s-ICD is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).